Event description:
During product evaluation, failure code 570 was found in the pump's event history. It is unknown when this failure code occurred or if there was any patient injury or medical intervention necessary. No add'l info is available.